Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was moderately calcified, heavily tortuous and 90% stenosed. The xience skypoint stent delivery system failed to cross due to the anatomy. There was resistance met with the lesion during removal. The procedure was completed with a non-abbott stent. There was no adverse patient effect. There was no report of delay in the procedure. No additional information was provided.